Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to anterior pain. An a35 beaded patella and 7x9 cr insert were revised to an a35 x3 patella and 7x9 cr insert. Rep provided primary operative and webops reports, x-rays, and vitals and reported that additional x-rays, medical records, and further information are not available due to hospital policy. Update event per review of the provided picture by the consulting clinician: "provided picture of the explanted patella confirms wear."

Manufacturer narrative:
An event regarding anterior pain involving a triathlon patella was reported. Wear of the patella component was confirmed by visual inspection of the provided photograph. Method & results: product evaluation and results: the reported device was not returned however one photographs was provided for review. The photograph provided is of a recently explanted patella. Blood is visible on the patella. Wear is also visible on the bearing surface of the patella. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided picture of the explanted patella confirms wear. Need revision operative reports, office/clinical notes, histopathology reports, serial x-rays and examination of the explanted components. Product history review: indicated all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding anterior pain involving a triathlon patella was reported. Wear of the patella component was confirmed by visual inspection of the provided photograph. A review of the provided medical records by a clinical consultant stated the following comment: provided picture of the explanted patella confirms wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as revision operative reports, office/clinical notes, histopathology reports, serial x-rays and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to anterior pain. An a35 beaded patella and 7x9 cr insert were revised to an a35 x3 patella and 7x9 cr insert. Rep provided primary operative and webops reports, x-rays, and vitals and reported that additional x-rays, medical records, and further information are not available due to hospital policy. Update event per review of the provided picture by the consulting clinician: "provided picture of the explanted patella confirms wear."